Event description:
This supplemental report is being filed to update evaluation coding.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker exhibited right ventricular (rv) and right atrial (ra) impedances measurements of greater than 2000 ohms. There was rv and ra noise found and was reproducible in the clinic with left arm movement. The ra noise was intermittently oversensed and resulted in inappropriate atrial tachy response (atr) episodes. Previous alerts were observed for right atrial automatic threshold (raat) detected as greater than programmed amplitude or suspended. Boston scientific technical services (ts) discussed possible causes for the noise and high impedances. The device remains in service. No adverse patient effects were reported.